Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown black screen. A field service engineer (fse) reseated the hard drive cable and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es black screen with a blue text box appeared. The station was turned off for 5 minutes, and login was successful; however, no patients were listed, an error message appeared, and a reboot was performed. About 15 minutes later, the machine reverted to the black screen with the blue text box.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.